Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting rapidly. Customer's blood glucose level was not impacted. During a follow-up, it was confirmed the issue was resolved after fully charging the pump.